Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis.the breach in aseptic technique was not further described.the patient hospitalization and patient outcome were not reported. The patient was treated with an unspecified drug infusion and an unspecified drug (intraperitoneal) for the peritonitis event. Pd therapy was withdrawn. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date "by the end of (B)(6) 2022". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.